Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber broke by the gripping part, after 20,000 joules and 5 minutes of use, without having any stress subjected to it. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke near where it is gripped by the user. This occurred following five minutes of use and delivery of 20,000 joules of energy. It was noted that the fiber had not been subjected to any stress. No patient complications were reported.

Manufacturer narrative:
G1 MFR site address 1, MFR site city, MFR site zip/post code, MFR site country: correction upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob confirming the reported clinical observation. Analysis found mild devitrification and moderate debris adhesion, indicating the fiber had been used. Please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. Historically, fiber breaks may occur due to excessive manipulation during set-up and use. The device instructions for use (IFU) caution the user to not bend the fiber at sharp angles as damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device may have caused or contributed to the reported clinical observations.